Manufacturer narrative:
Investigation summary a device history record review was performed for provided lot number 1707138 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were not available for this incident, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were evaluated and no defects were identified. The material used to manufacture this product has been selected and tested to resist normal conditions of use. The assembly machines have detection systems in place to identify and reject any product showing signs of broken components. Based on this fact, it is possible that the damage resulted after assembly during the packaging process, however, this cannot be confirmed at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the unspecified number of syringe 5ml ls 21x1-1/2 an emerald experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: in this hospital they are using these syringes for blood sampling for a long time. One of the syringes was faulty , as the nurse tried to withdraw blood from the vessel and then appeared a crack on the light green plastic part of the needle, that connects the needle with the syringe. The crack was not visible before use...but after the blood withdraw the syringe was dripping with blood. The major problem is that the patient was hiv positive and his blood was spread in the area. Emerald syringe with needle, that had a crack on the green plastic part that connects the needle with the syringe, and as a result there was a blood spillage in the room of blood sampling of the hospital. The patient was hiv positive so they didn¿t keep the faulty product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the unspecified number of syringe 5ml ls 21x1-1/2 an emerald experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: in this hospital they are using these syringes for blood sampling for a long time. One of the syringes was faulty, as the nurse tried to withdraw blood from the vessel and then appeared a crack on the light green plastic part of the needle, that connects the needle with the syringe. The crack was not visible before use but after the blood withdraw the syringe was dripping with blood. The major problem is that the patient was (B)(6) and his blood was spread in the area. Emerald syringe with needle, that had a crack on the green plastic part that connects the needle with the syringe, and as a result there was a blood spillage in the room of blood sampling of the hospital. The patient was (B)(6) so they didn¿t keep the faulty product.